Manufacturer narrative:
Reported event of magnetic resonance imaging (MRI) related reset and problem associated with use in off-label MRI environment was confirmed. Reported event of unable to interrogate was not confirmed. The device was in backup vvi mode upon receipt. Analysis of the device image indicated the device went into backup vvi mode due to power on reset (por) caused by magnetic resonance imaging (MRI) without switching device to MRI mode. User manual indicates it is required to program the device to MRI settings as part of the MRI scan workflow. Scanning under different conditions can result in device malfunction. After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was suspected to be magnetic resonance imaging (MRI) exposure without enabling the MRI settings. Abbott technical support was contacted; however, the device was unable to be successfully reprogrammed. The device was no longer able to be interrogated. The device was explanted and replaced. The patient was in stable condition.